Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec opened the device in order to perform a visual inspection and observed a damaged fuse (f501) on the control board. F501 supplies the power source to the oa2 subassembly, and due to the damage it was only supplying between 2-3vdc instead of the 5.3vdc that is necessary. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board, however, further component level cause could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator they were evaluating provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. Further testing confirmed the device was providing low fio2. There were no reports of patient involvement associated with the reported event.